Event description:
It was reported that the patient experienced a csf leak during a trial lead implant procedure. Follow up indicated that the patient reported a headache postoperatively. No intervention occurred and the patient's headache resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.